Manufacturer narrative:
(B)(4) - visual inspection revealed that the electrode footprints are not aligned in the center of the outward curve as expected. Electrodes 2-4 footprints are within specified range but the rest of the rings migrate to the side of the curve. Electrodes 4 and 5 are located on the edge of the curve and electrodes 9 and 10 on the inside curve. There is dried body fluid on the strain relief. There is a cut in the proximal insulation made from a sharp object that extends from approximately 35cm to 37.2cm from the distal tip. There is a lifted flap of insulation along that same cut that is still attached to the shaft at approximately 35.3cm from the tip. The flap is approximately 1.5mm long. There is no evidence of body fluid in the cut. Functional inspection shows that the push/pull knob functioned properly. No abnormal resistance was felt when actuating the steering mechanism. Tip motion was evaluated against a ruler. The curve failed; the curve is not less than 4.5cm. The curve is out-of-plane. X-rays showed that the flat wire is in contact with the distal electrode. The flat wire is twisted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 11sep2018. It was reported that during and svt ablation procedure with an dynamic xt¿ unidirectional steerable diagnostic catheter a deflection issue occurred. When the doctor insert the dynamic xt catheter inside the patient, he noticed while it was testing the deflection that it was too fluffy. He was disappointed by the performance and so he asked for another one. No patient complications were reported. However; returned device analysis revealed a cut in the proximal insulation and a lifted flap of insulation.